Manufacturer narrative:
Manufacturer's investigation conclusion: an analysis of the log files provided by the account confirmed elevated power and flows; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log files collectively contained data from (B)(6) 2021 through (B)(6) 2021. The file captured intermittent power and flow elevations throughout the duration of the files. The majority of the power and flow elevations were captured during pulsatility index (pi) events. The pump speed remained above the low speed limit for the duration of the files and the pump appeared to be functioning as intended. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), until (B)(6) 2021 when the patient received a pump exchange to a heartmate 3 pump (see manufacturer report number 2916596-2021-03800). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22jul2019. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. The IFU states that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. Section 4 notes that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. This document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section entitled ¿alarms and troubleshooting¿, addresses all system controller alarms and how to respond to each alarm condition. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in outpatient clinic and had several power and flow elevations. It was reported that the log file review noted several power/flow elevations. The log file also captured no external power events on (B)(6) 2021 and (B)(6) 2021 that were caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. The log file continued to note several power and flow elevations throughout the event history. Related manufacturer number of mpu: 2916596-2021-02589.